Event description:
It was reported that following af ablation procedure the device was found to be in backup vvi mode due a power on reset. A download successfully restored normal device function and the device remains implanted. The patient was in stable condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.